Event description:
The customer complained that the foot support tube weldment is split where the bolt goes through into the foot cylinder.

Manufacturer narrative:
The technician replaced the foot cross support weldment, which resolved the issue. The stretcher operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.